Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed bubbles in the sample after centrifugation, causing hbsag borderline result. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received seven photos for investigation, which indicated the presence of gel globules in the serum. Upon visual inspection of 100 retained samples, no gel defect related to oil gel globules was found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was performed. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (oil gel globules) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Further clinical testing could not be conducted as certain infectious disease assays, in this case hepatitis b, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: oil gel globules based on the photo provided. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed bubbles in the sample after centrifugation, causing hbsag borderline result. There was no health impact or consequence reported.